Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an access site dissection and pseudoaneurysm occurred and was treated with the placement of a stent. Upon discharge two units of packed red blood cells were administered. No additional adverse patient effects were reported.